Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring urinary incontinence. The cuff was too large. All the components were removed, and the cuff was downsized. All new components were successfully placed. There were no further patient complications.